Event description:
It was reported that the user¿s ilet bionic pancreas did not display a sensor warmup time and showed a persistent ¿pairing with sensor¿ message after scanning a freestyle libre 3+ sensor, which was resolved when the user rescanned the sensor and the warmup timer appeared. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no need for medical care. User support included review of the reported pairing behavior and user-led troubleshooting guided by support. Investigation of this case revealed a transient pairing failure that resolved with a repeat scan, consistent with known intermittent connectivity or initiation anomalies between the pump and continuous glucose monitoring sensor. It was concluded, based on previously established findings for similar reports, that the cause was a temporary, nonrecurring pairing anomaly that was mitigated by user troubleshooting.